Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device would not power on when prompted. Physio determined that the cause of the reported issue was that the internal hybrid layer capacitor (hlc) batteries were depleted; however, further component level cause could not be determined. Physio also observed that there were non-shorting tin whiskers on the flex assembly; however, there was no evidence that they contributed to the reported issue. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. Additionally, when they attempted to power the device on, the lid opened but there were no audible voice prompts. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.